Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =part: 04.651.045s, lot: 7549084, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03 aug 2011, expiry date: 01 july 2021. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.651.045, lot number: 7513112, manufacturing site: mezzovico, release to warehouse date: 21 july 2011. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwq, mni, mnh, and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent revision of spondylodesis due subsequent degeneration of the lumbar-thoracic connecting segments. The locking caps had to be removed in order to close them again after the connection segments were instrumented. The patient was first treated in the year 2009. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report involves one (1) 5.5mm ti min invasive curved rod 100mm radius/45mm. This is report 5 of 6 for (B)(4).